Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I rec'd a depuy pinnacle acetabular component inserted with a 1 mm press fit and two screws. Ultramet 52 x 36 mm metal liner, a #3 high-offset depuy summit femoral components, and a 36 mm +5 femoral head. Soon after surgery I began experiencing pain and difficulty with my implant. On (B)(6) 2013, I underwent a revision left total hip arthroplasty. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my left thigh and left hip area. I also have difficulty walking, standing or sitting for extended periods of time.